Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect-pt. Expiration date: unknown as lot# is unknown. Similar to device under 510(k) k121629. (B)(4). Summary of investigational findings: the filter was implanted in the distal ivc just superior the left common iliac vein (civ) confluence. The ivc segment in which the filter was implanted was distorted by a severely tortuous distal abdominal aorta and right common iliac artery (cia). It is assessed that the implantation site was distorted by the severely tortuous pulsating distal abdominal aorta and proximal right cia. The right secondary legs in particular were at risk to perforate as they were perched on the right laterail ivc wall and clustered such that the pressure from two legs were focused on one spot. Visual inspection of the returned filter showed that the filter was out of shape and somehow deformed, why it is assessed that the filter must have been exposed to some kind of external forces. Due to the fact that filter imaging only exist from implant date, we are unable to determine whether or not the filter perforated the ivc; before the patient had symptoms or if the manipulation trying to save the patient life caused any changes to the filter configuration that might have led to the 2 cm tear of ivc noted during the open surgery. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall, which might induced the ivc tear in this specific case. The exact root cause for the ivc tear cannot be determined based on the available information. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: on (B)(6) 2015: a right femoral puncture was made and a venogram was performed the images were normal so the filter was placed from the right vein. The filter was placed below the renals slightly above the bifurcation although the position was unusual in that it was placed approximately 2-3cm above the bifurcation but still below the renal veins. The filter was straight with no issue. A venogram was done post placement and there was no exsanguinations or contrast blooming. The patient had no pain nor did she complain at any point during the procedure. On (B)(6) 2015 the patient went for orthopaedic surgery for a hip replacement. Nothing was reported during pre operative assessment. The hip was successfully replaced. On (B)(6) 2015 the patient sats dropped and became unwell. A bedside ultrasound done and it appeared that there was free fluid in abdomen. The patient was taken directly to theatre. No form of imaging was done to confirm what was happening. During the open surgery the vascular surgeon noted that a 2cm slice was present in the vena cava just above the filter and he could see the legs of the filter perturbing from the cava while trying to pack around the vessel to halt the bleeding. Unfortunately it was not possible and the patient died. Patient outcome: patient died.